Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is rec'd, any further info derived from the eval will be submitted in a supplemental 3500a form. In addition, a review of the batch mfg records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a pt underwent a uterine myomectomy procedure on (B)(6) 2011. The loop became fragile in the middle of the procedure. The surgeon took care to finish the procedure and it was not necessary to use another product. The loop broke at the end of the procedure "caused by the greater incandescence of the loop." No adverse pt consequences.